Event description:
Caller reported compact plus blood glucose results of 200 mg/dl, 102 mg/dl, and 51 mg/dl mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of 300 mg/dl and 99-115 mg/dl within 10 minutes. No adverse event reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.